Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that devices had no issues and functioning normally. A technical support specialist (tss) dialed into the sample device bbg218 to investigate the slowness issue and verified that the station database was not bloated and was able to log in with all icons loading without delay and customer acknowledged. Tss then rebooted the station. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user experienced sluggish performance on device bbg254, particularly when navigating menu options and during refill and removal activities. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.